Event description:
The second clip was advanced through the scope, but the clip was unable to be deployed. The clip was pulled out of the scope. Upon inspection of the clip, a tooth was missing. When placing the third clip, the missing tooth from the second clip was visualized. There was no attempt at removal as the tooth would pass on it's own.